Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien in 2008 that a customer had an issue with a dialysis catheter. The customer reports that the catheter adapters are cracked and broken. The patient's catheter had to be removed and exchanged.